Event description:
The physician reported that the intraocular lens (iol) optic appeared cloudy during the patient's post operative examination. The iol was removed and replaced without complication 1 week after initial implant.

Manufacturer narrative:
The iol is currently undergoing analysis at the manufacturing site. MDR will be updated at the conclusion of our investigation.

Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a coil placement treatment procedure the coil detached inside the hub. The vessel location and characteristics are not known. The physician attempted to advance a 12mm x 30cm fibered idc occlusion system into the renegade microcatheter, however, the coil detached inside the hub. The physician used pushable coils to complete the case. No patient complications were reported and the patient's status was ok. Device analysis revealed that one of the interlocking arms of the pusherwire detached and was missing.

Manufacturer narrative:
The intraocular lens (iol) was received cut in 2 pieces across the optic. The manufacturing site inspected the returned lens for haze using a slit lamp process. One portion of the lens showed a haze level that exceeded specifications, the other half of the lens met specifications for haze . A review of the manufacturing records for this iol showed the slit lamp sampling results for haze did not exceed manufacturing specifications prior to release to marketing. All other optical properties, e.g. Diopter, astigmatism resolution were measured and met all manufacturing specifications. The root cause of this event is undeterminable. We will continue to monitor and trend all reports received.